Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the seal broke off while the doctor was pushing the mesh through the trocar. The seal was removed. There was no known patient injury.